Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was excessively pliable compared to other endotracheal tubes which made them difficult to use without introducer (stylet). There was no reported patient involvement and outcome.